Manufacturer narrative:
Further information was requested but not received. Correction: report type, b1, b2, h1.

Event description:
Additional information was received the noise resulted in oversensing.

Event description:
During a follow-up in-clinic, episodes of noise were observed on the device. The patient remained at the hospital for continued monitoring. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.